Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller unable to go to sleep was not confirmed. The system controller (serial #: (B)(6) was not returned for analysis and no log files were provided for review. Additional information communicated on 29dec2020 indicated that the system controller will not be returned for further analysis. As a result, the root cause of the reported event was not conclusively determined through this analysis and this complaint file will be closed with no further actions. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ provides instructions on how to put a system controller into sleep mode. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number hsc-063911 was shipped to the customer on 30may2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the subject has expired. The death was determined to not be device related. The home nurse was having difficulty getting the pocket controller to shut down following the death. It continued to alarm after it was attempted to be shut down using various methods. It has been left somewhere it cannot be heard until the internal battery wears itself out. The type of alarm was not identified.